Event description:
As reported by the user facility: reports leaking at the proximal y-site closest to the patient. Occurred twice (once leaked saline, and once leaked a chemo drug). No patient injury. During a follow-up call to the facility, the reporter confirmed there was no injury or intervention needed to the patient or staff as a result of this incident. Reporter indicated that only one sample with saline will be returned for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical inc (B)(4). One used safeday IV set, without packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test. Leakage was observed from the vent holes at the bottom of the distal safeday injection site. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation, a follow-up report will be filed.